Event description:
Device returned for repair. During service, the technician found out that the safety lock was faulty. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the locking components were damaged due to normal wear. Additionally, the functional testing revealed that the rpm was low. The device was repaired by replacing several components.